Event description:
Event description guidant received information that noise was notedon the right ventricular rate sense electrogram of this transvenous defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d). Only one episode of noise was noted on all three channels, which was found to be due to emi. The noise was found to inhibit pacing in 3-4 second intervals. All lead numbers are normal. No adverse patient effects have been reported.